Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report # 3005099803-2009-05410 for a description of the other device. A hydrothermablation (hta) procedure (patient age, 40's). According to the complainant, "control unit overheated due to apparent failure of temperature control system and the heating element turned bright orange". Follow up info received, confirmed that this was a case of canister "melting" and not deformation, there were no alarms or error codes, there was no compression force exerted on the reservoir by the lower reservoir holder, alignment pin was fully placed into the small hole of the lower reservoir holder, and a temperature was never registered as unit was shut down immediately after melting occurred. The case was completed with another of the same device and there were no pt complications reported.

Manufacturer narrative:
The suspect device has not been returned; therefore, a failure analysis could not be completed. If any add'l relevant info is received, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
The hta console unit was returned and evaluated. The root cause classification is not confirmed.

Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report #3005099803-2009-05410 for a description of the other device. A hydrothermablation console unit was used during a hydrothermablation (hta) procedure (patient age, (B)(6)). According to the complainant, "control unit overheated due to apparent failure of temperature control system and the heating element turned bright orange". Follow up information received confirmed that this was a case of canister "melting" and not deformation, there were no alarms or error codes, there was no compression force exerted on the reservoir by the lower reservoir holder, alignment pin was fully placed into the small hole of the lower reservoir holder, and a temperature was never registered as unit was shut down immediately after melting occurred. The case was completed with another of the same device and there were no patient complications reported.